Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 243 mg/dl. The customer stated that there are air bubbles in site. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer was advised to deliver a 5u fixed prime until the air bubbles are no longer visible. The customer was advised to store the insulin at room temperature. The customer was advised to return the set and reservoir for analysis.